Manufacturer narrative:
We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that during surgery, when targeting distal screw hole, the nail image on the screen was moved and it was difficult to continue. By using radiolucent, the surgery was continued. No harm to patient. Surgical time was extended 15 minutes.